Manufacturer narrative:
A review of the manufacturing documentation associated with lot# f2134002 presented no issues during the manufacturing process that can be related to the reported event. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, a 5f mynx control vascular closure device (vcd) was unable to be inserted through a non-cordis 5f catheter sheath introducer (csi). As a result, a second 5f mynx control vcd was opened; however, when attempting to use the second mynx control vcd, it was noticed that the plug from the first mynx control vcd was stuck inside the non-cordis 5f csi about ¾ inside the sheath hub. The csi was removed, and hemostasis was achieved via manual compression. There was no injury to the patient. The device was stored, opened, and prepared according to the instructions for use (IFU) and the deployer¿s mynx training status was reported as trained. An approach was made in the right femoral artery with a non-cordis 5f csi. The femoral artery¿s suitability was verified on angiography including an insertion angle of 30-45 degrees of the catheter sheath introducer (csi) and a vessel diameter greater than 5mm. In addition, the femoral artery was reported as fairly non-calcified and did not show signs of tortuosity. Excess force was not applied during insertion of the device, there was no observed damage to the sealant sleeves of the mynx control vcd, and the sealant sleeves were not out of position. The was no reported malfunction of the second mynx control vcd and the mynx control vcd that was initially used will be returned for evaluation.

Manufacturer narrative:
As reported, a 5f mynx control vascular closure device (vcd) was unable to be inserted through a non-cordis 5f catheter sheath introducer (csi). As a result, a second 5f mynx control vcd was opened; however, when attempting to use the second mynx control vcd, it was noticed that the plug from the first mynx control vcd was stuck inside the non-cordis 5f csi about ¾ inside the sheath hub. The csi was removed, and hemostasis was achieved via manual compression. There was no injury to the patient. The device was stored, opened, and prepared according to the instructions for use (IFU) and the deployer¿s mynx training status was reported as trained. An approach was made in the right femoral artery with a non-cordis 5f csi. The femoral artery¿s suitability was verified on angiography including an insertion angle of 30-45 degrees of the catheter sheath introducer (csi) and a vessel diameter greater than 5mm. In addition, the femoral artery was reported as fairly non-calcified and did not show signs of tortuosity. Excess force was not applied during insertion of the device, there was no observed damage to the sealant sleeves of the mynx control vcd, and the sealant sleeves were not out of position. The was no reported malfunction of the second mynx control vcd. The product was not returned for analysis. A product history record (phr) review of lot f2134002 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿impeded¿ and ¿deployment difficulty-premature¿ could not be confirmed as the device was not returned for analysis. The exact cause of the reported events could not be conclusively determined. With the limited information provided and no product return, it is impossible to determine what factors may have contributed to the reported event. It should be noted that mynx control device is manufactured with the sealant outer sleeve assembly at the end of the catheter cartridge tubing. The outer sleeve assembly is assembled with 2 side slit overlap outer sleeves. The slits on the outer sleeve assembly are designed to decrease unsheathing force and increase deployment reliability. The sealant is placed right under the outer sleeve assembly and is protected by the sealant outer sleeve assembly from being exposed prematurely. If the outer sleeve is damaged/shredded during the device insertion into sheath, it could prevent the device from being inserted into the procedural sheath. According to the instructions for use (IFU) which is not intended as a mitigation of risk, ¿do not use if components or packaging appear to be damaged or defective or if any portion of the packaging has been previously¿ the IFU also instructs to insert the mynx control vcd into the procedural sheath through the sheath valve. Advance the catheter until the sheath catch nears the hub of the sheath. Rotate the sheath catch as needed to hook onto the side port of the procedural sheath. Neither the phr review nor the information provided suggests that the reported events are related to the manufacturing process. Therefore, no corrective or preventive actions will be taken at this time.